Event description:
Procedure type: according to the rptr: low anterior resection customer reports that the circular stapler failed to staple completely. Staples were found to be exposed outside of the anastomosis. The purse string on the anvil was correct. Stapler closed correctly. Stapler fired. The anastomosis had to be done again. Surgery was extended by more than 1 hr. The device is being returned for investigation.

Manufacturer narrative:
(B)(4).